Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) underwent magnetic resonance imaging (MRI). Subsequently, during a routine in-clinic follow up approximately one month later, the device was observed to have reached end of life (eol). It was reported that a manual capacitor reformation was performed and the battery status recovered. Boston scientific technical services (ts) requested a copy of device memory for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A copy of device memory was received for analysis. Analysis of device memory noted that the device was at middle of life after two capacitor reformations. Analysis noted that there were no indications of any effects from the MRI. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.